Event description:
It was reported that 3 of the bd alaris¿ lvp 20d 2ss cv experienced crystallization. The following information was provided by the initial reporter: lasixs, bivalirudin, and calcium were all running in the same line. The pump alarmed occluded, and I noticed that the line had crystializations forming through all 3 tubing sets. When looking in lexicomp all the medications that were running were compatible at the concentration that were being used but crystalization still formed. When talking to pharmacy they also stated that all the medications should have been okay to run together according to lexicomp. There was no patient harm reported.

Manufacturer narrative:
Investigation summary: one photo was returned by the customer. It was reported by the customer, "we have had at least 3 reported cases of crystallization. Medications were compatible." The photo shows an unused sample in the packaging, however, the photo does not verify the complaint. The root cause of this failure was not identified as no product was returned. A device history record review for model 2420-0007 lot number 22085030 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
Date of birth: patient¿s birthday was not provided, (B)(6) 1966 was used based on age of patient. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 of the bd alaris¿ lvp 20d 2ss cv experienced crystallization. The following information was provided by the initial reporter: lasixs, bivalirudin, and calcium were all running in the same line. The pump alarmed occluded, and I noticed that the line had crystializations forming through all 3 tubing sets. When looking in lexicomp all the medications that were running were compatible at the concentration that were being used but crystalization still formed. When talking to pharmacy they also stated that all the medications should have been okay to run together according to lexicomp. There was no patient harm reported.